Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ pelvic pain"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and genital haemorrhage ("abnormal bleeding / abnormal bleeding (general)") in a 25-year-old female patient who had essure (batch no. 653906) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "bilateral essure sterilization with thermachoice endometrial ablation.". The patient's concurrent conditions included uterine bleeding, morbid obesity, vaginal odor, chlamydial infection and uterus enlarged. Concomitant products included topiramate. In 2009, the patient experienced dysmenorrhoea ("painful menstrual cycles, dysmenorrhoea / dysmenorrhea (cramping)"), migraine ("migraines") and headache ("headaches"). On (B)(6)2009, the patient had essure inserted. In 2010, the patient experienced weight increased ("weight gain"). In 2015, the patient experienced alopecia ("hair loss"), urinary tract infection ("urinary tract infection"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginitis") and fungal infection ("yeast infection"). In 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("sharp abdominal pains/ abdominal pain"), vulvovaginal pain ("vaginal pain"), cyst ("cysts"), vaginal haemorrhage ("heavy vaginal bleeding, abnormal bleeding (vaginal, menorrhagia)"), dyspareunia ("painful intercourse, dyspareunia / dyspareunia (painful sexual intercourse)"), device deployment issue ("from right and left tube two coils protruding from the os after essure coil placement"), cystitis ("bladder infection") and spinal pain ("back pain (spine)"). The patient was treated with surgery (total hysterectomy, uterus and cervix procedure to remove the essure implant on (B)(6)2016) and surgery (ablation). Essure was removed on(B)(6)-2016. At the time of the report, the pelvic pain was resolving, the menorrhagia, abdominal pain, vulvovaginal pain, cyst, dysmenorrhoea, alopecia, vaginal haemorrhage, dyspareunia, device deployment issue, cystitis, urinary tract infection, migraine, headache, vaginal discharge, weight increased, vaginal infection, fungal infection and spinal pain outcome was unknown and the genital haemorrhage had resolved. The reporter considered abdominal pain, alopecia, cyst, cystitis, device deployment issue, dysmenorrhoea, dyspareunia, fungal infection, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, spinal pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal pain and weight increased to be related to essure. The reporter commented: current weight 230 lbs. Insertion date given as dec-2008 (discrepancy per previous pfs and mr record) diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.3 kg/sqm. Hysterosalpingogram - in 2008: one tube was closed but the other one was not (B)(6)2010 : hysterosalpingogram : essure tubal occlusion devices are seen bilaterally. Contrast was instilled into the endometrium. The right fallopian tube fills and spills. The left fallopian tube appears occluded. The contour of the endometrial cavity appears unremarkable allowing for the presence of an occlusion balloon. Impression: the left fallopian tube appears satisfactory occluded with essure device. The right fallopian tube remains patent at this time. (B)(6)2010 : hysterosalpingogram : it appears that a hysterosalpingogram catheter was placed in the endocervical canal and contrast was instilled. The endometrial canal is never clearly visualized. Essure tubal occlusive devices are noted. Evaluation of the fallopian tubes was not achieved as the endometrial canal was not visualized. Most recent follow-up information incorporated above includes: on (B)(6)2018: events- "bladder infection, urinary tract infection, migraines, headaches, vaginal discharge, weight gain, vaginitis, yeast infection, back pain (spine)", reporter added from pfs. Concomittant condition and drug, lab data added from medical record. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ pelvic pain"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and genital haemorrhage ("abnormal bleeding / abnormal bleeding (general)") in a 25-year-old female patient who had essure (batch no. 653906) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "bilateral essure sterilization with therma choice endometrial ablation." And device deployment issue "from right and left tube two coils protruding from the os after essure coil placement". The patient's concurrent conditions included uterine bleeding, obesity, vaginal odor, chlamydial infection and uterus enlarged. Concomitant products included topiramate. In 2009, the patient experienced dysmenorrhoea ("painful menstrual cycles, dysmenorrhoea / dysmenorrhea (cramping)"), migraine ("migraines") and headache ("headaches"). On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced weight increased ("weight gain"). In 2015, the patient experienced alopecia ("hair loss"), urinary tract infection ("urinary tract infection"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginitis") and fungal infection ("yeast infection"). In 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("sharp abdominal pains/ abdominal pain"), vulvovaginal pain ("vaginal pain"), cyst ("cysts"), vaginal haemorrhage ("heavy vaginal bleeding, abnormal bleeding (vaginal, menorrhagia)"), dyspareunia ("painful intercourse, dyspareunia / dyspareunia (painful sexual intercourse)"), cystitis ("bladder infection") and spinal pain ("back pain (spine)"). The patient was treated with surgery (total hysterectomy, uterus and cervix procedure to remove the essure implant on (B)(6) 2016) and surgery (ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain was resolving, the menorrhagia, abdominal pain, vulvovaginal pain, cyst, dysmenorrhoea, alopecia, vaginal haemorrhage, dyspareunia, cystitis, urinary tract infection, migraine, headache, vaginal discharge, weight increased, vaginal infection, fungal infection and spinal pain outcome was unknown and the genital haemorrhage had resolved. The reporter considered abdominal pain, alopecia, cyst, cystitis, dysmenorrhoea, dyspareunia, fungal infection, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, spinal pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal pain and weight increased to be related to essure. The reporter commented: current weight 230 lbs. Insertion date given as (B)(6) 2008 (discrepancy per previous pfs and mr record). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.3 kg/sqm. Hysterosalpingogram - in 2008: one tube was closed but the other one was not (B)(6) 2010 : hysterosalpingogram : essure tubal occlusion devices are seen bilaterally. Contrast was instilled into the endometrium. The right fallopian tube fills and spills. The left fallopian tube appears occluded. The contour of the endometrial cavity appears unremarkable allowing for the presence of an occlusion balloon. Impression: the left fallopian tube appears satisfactory occluded with essure device. The right fallopian tube remains patent at this time. (B)(6) 2010 : hysterosalpingogram : it appears that a hysterosalpingogram catheter was placed in the endocervical canal and contrast was instilled. The endometrial canal is never clearly visualized. Essure tubal occlusive devices are noted. Evaluation of the fallopian tubes was not achieved as the endometrial canal was not visualized. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ pelvic pain"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and genital haemorrhage ("abnormal bleeding / abnormal bleeding (general)") in a 25-year-old female patient who had essure (batch no. 653906) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close)fallopian tube" on (B)(6) 2010, medical device monitoring error "bilateral essure sterilization with thermachoice endometrial ablation." And device deployment issue "from right and left tube two coils protruding from the os after essure coil placement". Medical conditions : (B)(6) 2010 : hysterosalpingogram : essure tubal occlusion devices are seen bilaterally. Contrast was instilled into the endometrium. The right fallopian tube fills and spills. The left fallopian tube appears occluded. The contour of the endometrial cavity appears unremarkable allowing for the presence of an occlusion balloon. Impression: the left fallopian tube appears satisfactory occluded with essure device. The right fallopian tube remains patent at this time. (B)(6) 2010 : hysterosalpingogram : it appears that a hysterosalpingogram catheter was placed in the endocervical canal and contrast was instilled. The endometrial canal is never clearly visualized. Essure tubal occlusive devices are noted. Evaluation of the fallopian tubes was not achieved as the endometrial canal was not visualized. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included uterine bleeding, obesity, vaginal odor, chlamydial infection, uterus enlarged, diabetes mellitus non-insulin-dependent, asthma, sleep apnea, hyperlipidemia, shoulder pain and depression. Concomitant products included fexofenadine hydrochloride (allegra), fluticasone propionate (flonase), metformin, salbutamol sulfate (albuterol sulfate), simvastatin (zocor) and topiramate. In 2009, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles, dysmenorrhoea / dysmenorrhea (cramping)") and dyspareunia ("painful intercourse, dyspareunia / dyspareunia (painful sexual intercourse)"). In 2010, the patient was found to have weight increased ("weight gain"). In 2015, the patient experienced alopecia ("hair loss"), urinary tract infection ("urinary tract infection"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginitis") and fungal infection ("yeast infection"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("sharp abdominal pains/ abdominal pain"), vulvovaginal pain ("vaginal pain"), cyst ("cysts"), vaginal haemorrhage ("heavy vaginal bleeding, abnormal bleeding (vaginal, menorrhagia)"), cystitis ("bladder infection"), spinal pain ("back pain (spine)") and back pain ("back pain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes),oophprectomy (bilateral removal of ovaries), total hysterectomy, uterus and cervix procedure to remove the essure implant on (B)(6) 2016 and ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and back pain was resolving, the menorrhagia, abdominal pain, vulvovaginal pain, cyst, dysmenorrhoea, alopecia, vaginal haemorrhage, dyspareunia, cystitis, urinary tract infection, migraine, headache, vaginal discharge, weight increased, vaginal infection, fungal infection and spinal pain outcome was unknown and the genital haemorrhage had resolved. The reporter considered abdominal pain, alopecia, back pain, cyst, cystitis, dysmenorrhoea, dyspareunia, fungal infection, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, spinal pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal pain and weight increased to be related to essure. The reporter commented: current weight 230 lbs. Insertion date given as (B)(6) 2008 (discrepancy per previous pfs and mr record) . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.3 kg/sqm. Hysterosalpingogram - in 2008: results: one tube was closed but the other one was not. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 31-jan-2019: added historical drug. On (B)(6) 2016, she explanted essure (previously reported as (B)(6) 2016). Added event back pain. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ pelvic pain"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and genital haemorrhage ("abnormal bleeding / abnormal bleeding (general)") in a 25-year-old female patient who had essure (batch no. 653906) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close)fallopian tube" on (B)(6) 2010, medical device monitoring error "bilateral essure sterilization with thermachoice endometrial ablation." And device deployment issue "from right and left tube two coils protruding from the os after essure coil placement". The patient's concurrent conditions included uterine bleeding, obesity, vaginal odor, chlamydial infection, uterus enlarged, diabetes mellitus non-insulin-dependent, asthma, sleep apnea, hyperlipidemia, shoulder pain and depression. Concomitant products included fexofenadine (allegra), fluticasone propionate (flonase), metformin, salbutamol sulfate (albuterol sulfate), simvastatin (zocor) and topiramate. On (B)(6) 2009, the patient experienced dysmenorrhoea ("painful menstrual cycles, dysmenorrhoea / dysmenorrhea (cramping)"), dyspareunia ("painful intercourse, dyspareunia / dyspareunia (painful sexual intercourse)"), migraine ("migraines") and headache ("headaches"). On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced weight increased ("weight gain"). In 2015, the patient experienced alopecia ("hair loss"), urinary tract infection ("urinary tract infection"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginitis") and fungal infection ("yeast infection"). In 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("sharp abdominal pains/ abdominal pain"), vulvovaginal pain ("vaginal pain"), cyst ("cysts"), vaginal haemorrhage ("heavy vaginal bleeding, abnormal bleeding (vaginal, menorrhagia)"), cystitis ("bladder infection") and spinal pain ("back pain (spine)"). The patient was treated with surgery (total hysterectomy, uterus and cervix procedure to remove the essure implant on (B)(6) 2016), surgery (ablation) and surgery (salpingectomy (bilateral removal of fallopian tubes),oophprectomy (bilateral removal of ovaries)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain was resolving, the menorrhagia, abdominal pain, vulvovaginal pain, cyst, dysmenorrhoea, alopecia, vaginal haemorrhage, dyspareunia, cystitis, urinary tract infection, migraine, headache, vaginal discharge, weight increased, vaginal infection, fungal infection and spinal pain outcome was unknown and the genital haemorrhage had resolved. The reporter considered abdominal pain, alopecia, cyst, cystitis, dysmenorrhoea, dyspareunia, fungal infection, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, spinal pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal pain and weight increased to be related to essure. The reporter commented: current weight 230 lbs. Insertion date given as (B)(6) 2008 (discrepancy per previous pfs and mr record) . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.3 kg/sqm. Hysterosalpingogram - in 2008: one tube was closed but the other one was not (B)(6) 2010 : hysterosalpingogram : essure tubal occlusion devices are seen bilaterally. Contrast was instilled into the endometrium. The right fallopian tube fills and spills. The left fallopian tube appears occluded. The contour of the endometrial cavity appears unremarkable allowing for the presence of an occlusion balloon. Impression: the left fallopian tube appears satisfactory occluded with essure device. The right fallopian tube remains patent at this time. (B)(6) 2010 : hysterosalpingogram : it appears that a hysterosalpingogram catheter was placed in the endocervical canal and contrast was instilled. The endometrial canal is never clearly visualized. Essure tubal occlusive devices are noted. Evaluation of the fallopian tubes was not achieved as the endometrial canal was not visualized. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 16-oct-2018: pfs received. Concomitant medication added. Concomitant condition added. Following event: failure to occlude (close)fallopian tube were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ pelvic pain"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), genital haemorrhage ("abnormal bleeding / abnormal bleeding (general)") and pregnancy with contraceptive device ("pregnancy") in a 25-year-old female patient who had essure (batch no. 653906) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close)fallopian tube/device ineffective" on (B)(6) 2010, medical device monitoring error "bilateral essure sterilization with thermachoice endometrial ablation." And device deployment issue "from right and left tube two coils protruding from the os after essure coil placement". The patient's medical history included multigravida and multiparous (((B)(6) 2003; (B)(6) 2006; (B)(6) 2007)). (B)(6) 2010 : hysterosalpingogram : essure tubal occlusion devices are seen bilaterally. Contrast was instilled into the endometrium. The right fallopian tube fills and spills. The left fallopian tube appears occluded. The contour of the endometrial cavity appears unremarkable allowing for the presence of an occlusion balloon. Impression: the left fallopian tube appears satisfactory occluded with essure device. The right fallopian tube remains patent at this time. (B)(6) 2010 : hysterosalpingogram: it appears that a hysterosalpingogram catheter was placed in the endocervical canal and contrast was instilled. The endometrial canal is never clearly visualized. Essure tubal occlusive devices are noted. Evaluation of the fallopian tubes was not achieved as the endometrial canal was not visualized. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included uterine bleeding, obesity, vaginal odor, chlamydial infection, uterus enlarged, diabetes mellitus non-insulin-dependent, asthma, sleep apnea, hyperlipidemia, shoulder pain and depression. Concomitant products included corticosteroid nos, fexofenadine hydrochloride (allegra), metformin, salbutamol sulfate (albuterol sulfate), simvastatin (zocor) and topiramate. In 2009, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles, dysmenorrhoea / dysmenorrhea (cramping)") and dyspareunia ("painful intercourse, dyspareunia / dyspareunia (painful sexual intercourse)"). In 2010, the patient was found to have weight increased ("weight gain") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). In 2015, the patient experienced alopecia ("hair loss"), urinary tract infection ("urinary tract infection"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginitis") and fungal infection ("yeast infection"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("sharp abdominal pains/ abdominal pain"), vulvovaginal pain ("vaginal pain"), cyst ("cysts"), vaginal haemorrhage ("heavy vaginal bleeding, abnormal bleeding (vaginal, menorrhagia)"), cystitis ("bladder infection"), spinal pain ("back pain (spine)") and back pain ("back pain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes),oophprectomy (bilateral removal of ovaries), total hysterectomy, uterus and cervix procedure to remove the essure implant on (B)(6) 2016 and ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and back pain was resolving, the menorrhagia, abdominal pain, vulvovaginal pain, cyst, dysmenorrhoea, alopecia, vaginal haemorrhage, dyspareunia, cystitis, urinary tract infection, migraine, headache, vaginal discharge, weight increased, vaginal infection, fungal infection, spinal pain and pregnancy with contraceptive device outcome was unknown and the genital haemorrhage had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 5. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, alopecia, back pain, cyst, cystitis, dysmenorrhoea, dyspareunia, fungal infection, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, spinal pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal pain and weight increased to be related to essure. The reporter commented: current weight 230 lbs. Insertion date given as (B)(6) 2008 (discrepancy per previous pfs and mr record). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.3 kg/sqm. Hysterosalpingogram - in 2008: results: one tube was closed but the other one was not. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-may-2019: plaintiff fact sheet received. Event pregnancy was added along with outcome.. Historical conditions were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ pelvic pain"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and genital haemorrhage ("abnormal bleeding") in a 25-year-old female patient who had essure (batch no. 653906) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "bilateral essure sterilization with thermachoice endometrial ablation.". The patient's concurrent conditions included uterine bleeding. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain and menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("sharp abdominal pains/ abdominal pain"), vulvovaginal pain ("vaginal pain"), cyst ("cysts"), dysmenorrhoea ("painful menstrual cycles, dysmenorrhoea"), alopecia ("hair loss"), vaginal haemorrhage ("heavy vaginal bleeding, abnormal bleeding (vaginal, menorrhagia)"), dyspareunia ("painful intercourse, dyspareunia") and device deployment issue ("from right and left tube two coils protruding from the os after essure coil placement"). The patient was treated with surgery (total hysterectomy, uterus and cervix procedure to remove the essure implant on 28-nov-2016) and surgery (ablation). Essure was removed on 28-nov-2016. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, abdominal pain, vulvovaginal pain, cyst, dysmenorrhoea, alopecia, vaginal haemorrhage, dyspareunia and device deployment issue outcome was unknown. The reporter considered abdominal pain, alopecia, cyst, device deployment issue, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. Most recent follow-up information incorporated above includes: on 4-apr-2018: pfs received: new reporters, patient demographic information, product indication updated, lot no and new event menorrhagia, bilateral essure sterilization with thermachoice endometrial ablation and from right and left tube two coils protruding from the os after essure coil placement added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/pelvic pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("sharp abdominal pains/abdominal pain"), vulvovaginal pain ("vaginal pain"), cyst ("cysts"), dysmenorrhoea ("painful menstrual cycles"), alopecia ("hair loss"), vaginal haemorrhage ("heavy vaginal bleeding") and dyspareunia ("painful intercourse"). The patient was treated with surgery (procedure to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, cyst, dysmenorrhoea, alopecia, vaginal haemorrhage and dyspareunia outcome was unknown. The reporter considered abdominal pain, alopecia, cyst, dysmenorrhoea, dyspareunia, genital haemorrhage, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: she had need for additional surgery. Most recent follow-up information incorporated above includes: on 27-nov-2017: lawsuit. Events added: "heavy vaginal bleeding", "hair loss", "painful menstrual cycle", "painful intercourse". New lawyer added as reporter. Essure insertion and removal dates updated. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("sharp abdominal pains"), vulvovaginal pain ("vaginal pain") and cyst ("cysts"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and cyst outcome was unknown. The reporter considered abdominal pain, cyst, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. The reporter commented: she had need for additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.